Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: l2 - pelvis posterior stabilization and debridement of infected tissue the patients previous fusion was revised as a result of hardware failure. The left l5 verse 6x40mm screw and the unitised set screw had completely separated from the rod construct. During the surgery the left l4 and right l5 6x40mm screws also were removed due to no bony purchase. A lot of bone had been eroded due to possible infection. The construct was extended up one level to l2 and down to the pelvis. Patient outcome post-surgical procedure: nil abnormalities detected. Patient pre-existing conditions/co-morbidities: ??? Osteomyelitis or discitis at the previous fusion site l3-5. Photos are available.

Manufacturer narrative:
Two viper2 lordotic 65mm trial rods (product code: 1867-88-065, lot number: tbihv. (B)(4). Both rods returned featured surface markings from the set screws that were final tightened on top of them during the procedure. No other markings or damage were present. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the set screw and set screw separating from the rod construct cannot be determined from the sample and information provided. A potential root cause may be the rod and screw could have separated from one another due to the set screw loosening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.